Event description:
It was reported by a cvi customer that the consumer felt immediate discomfort and stinging of the eye after inserting their contact lens. The following day the consumer noticed that their eye was red and that their cornea was damaged. The consumer went to a hospital and was seen by a ophthalmologist. The diagnosis and medical treatment is unknown at this time. Cvi has made a reasonable and good faith effort to obtain additional information without results. This event is being reported out of an abundance of caution based on the alleged corneal damage and because permanent injury is unknown.